Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the closure of one device was loose. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the closure of one device was loose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which indicated stopper pop. Ten retained samples were functionally tested for stopper pop off and no stopper pop off occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.